Event description:
It was reported that "dr. [ ] was in the process of implanting the cage, while using a mallot to get the cage in place, a small section of the cage came off, per dr. [ ] the integrity of the cage was not compromised, nor did it harm the patient, the cage was implanted and the part that fell off was obtained."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.